Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed supplies to address the first occlusion alarm. For the other occlusion alarms, customer cleared the alarms and successfully resumed insulin. Customer's blood glucose level was 222 mg/dl.